Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe¿ plus x100l plunger completely separated from the "cosentyx syringe" during use, "spilling the contents". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "unfortunately when taking the first cosentyx syringe out of the box for his last dose, he pulled the plunger very slightly and apparently it appeared more loose than normal and came completely out of the syringe, spilling the contents."

Manufacturer narrative:
H.6. Investigation: batch record review did not indicate of any incident in relation to the problem statement. No sample received. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and not able to correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the bd ultrasafe¿ plus x100l plunger completely separated from the "cosentyx syringe" during use, "spilling the contents". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "unfortunately when taking the first cosentyx syringe out of the box for his last dose, he pulled the plunger very slightly and apparently it appeared more loose than normal and came completely out of the syringe, spilling the contents."